Event description:
Procedure: ventral incisional hernia surgery with biologic mesh. According to the reporter: in (B)(6) 2008 patient underwent ventral incisional hernia surgery with use of synthetic parietex mesh, shortly after the parietex was removed and underwent a second surgery on (B)(6) 2008, a ventral incisional hernia surgery with use of biologic mesh permacol. Subsequent to the surgery the patient developed a bulge in the area surrounding the permacol which caused pain and discomfort. On (B)(6) 2009 patient sought treatment for the pain and discomfort. Patient underwent a double leg flap surgery with removal of the permacol at (B)(6) on (B)(6) 2010 by dr (B)(6). Patient was hospitalized for 3 weeks after the surgery and continues with follow up visits with his physicians.

Manufacturer narrative:
(B)(4). Date of initial report sent: (B)(6) 2011.